Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a reduction in aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During the procedure inside the patient, a lot of leaking was noted at the pump assembly. The catheter was aspirating, but was not aspirating well. Therefore the catheter was removed from the patient and another avx thrombectomy set was used. The second catheter aspirated for a short while before an error message displayed on the console. The second catheter was removed from the patient, and the procedure was completed with a different device. There were no patient complications and the patient's status after the procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that there was a reduction in aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During the procedure inside the patient, a lot of leaking was noted at the pump assembly. The catheter was aspirating, but was not aspirating well. Therefore the catheter was removed from the patient and another avx thrombectomy set was used. The second catheter aspirated for a short while before an error message displayed on the console. The second catheter was removed from the patient, and the procedure was completed with a different device. There were no patient complications and the patient's status after the procedure was fine.